Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Pericardial fluid collection is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. A specific cause for the reported event, as well as a direct correlation to the device could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information has been provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was observed to have a collection of fluid in their pericardium due to surgery. The patient was experiencing symptoms of tamponade. The patient was treated with a drainage method which required surgery.